Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat3 aspiration catheter (cat3). During the procedure, while attempting to track a cat3 past the lesion using a non-penumbra sheath, the physician experienced resistance and decided to remove the cat3; however, the cat3 became stretched around the hub of the sheath due to ovalization of the sheath in the tortuous vessels going up and over the aortic arch. It was reported that the constriction due to the ovalization of the sheath made removal of the cat3 difficult causing it to stretch. After removal of the cat3, the physician changed the sheath and completed the procedure using a new cat3. There was no report of an adverse effect to the patient.